Event description:
A customer reported a malfunction with their insulin pump, which displayed a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed dangerous levels. Technical support assisted the customer in resetting the pump, but the issue persisted, leading to the decision to replace the pump. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery continued without interruption. The faulty pump was confirmed to be under warranty, and instructions were given for returning it, which the customer acknowledged.